Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported loss of fluid column. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the most probable cause appears to be insufficient silicone fluid applied to the silicone valve during manufacturing. Av determined that this is an isolated incident and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column (leak) during device preparation. It was reported that during preparation of the steerable guide catheter (sgc), while checking the sgc for leaks, the fluid column was lost when a finger was removed from the tip of the guide. The sgc was not used in the anatomy and there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding the sgc issue.